Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot for the thoracic area. It was reported, the patient underwent surgical intervention on (B)(6) 2015 due to not receiving adequate therapy via stimulation. During the procedure, the doctor was unable to reposition one of the leads due to scar tissue. As a result, the lead that could not be repositioned was explanted. Post-op, reprogramming was performed and was able to provide some of the needed therapy.